Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the small grasping retractor instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia surgical procedure, the small grasping retractor instrument had wire breakage at the wrist. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have the pitch cable at the proximal end in the housing. The pitch cable was broken near the back end pulleys. The instrument was found to have an excessive amount of dried, white residue on the clamping pulleys for input(s) five (pitch), six (grip), seven (grip), located inside the back end of the instrument. The complaint was confirmed by failure analysis. Isi reviewed the site¿s complaint history which does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument logs confirmed: system sk4859, event date 10/28/2024, and hiatal hernia - sliding procedure. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause of pitch cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.